Event description:
A review of service data detected a reportable event. During servicing of monitor sn (B)(4) which was returned for routine maintenance, it was discovered that the monitor would not power up. The last pt to use this monitor did not report any problems with it.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem was confirmed. The flash memory chips were defective. Once the flash memory chips were reprogrammed the device would power up. The root cause of the defective flash memory chips is unk but looks to be due to fact that the pt had not downloaded since (B)(6) 2008 and the memory was full. No adverse event resulted from the defective flash memory. The last pt did not report anything wrong with this monitor.